Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 900 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer states that the screen did not turn on, even when changing the battery, the insulin pump did not turn on. Customer declined troubleshooting for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.